Event description:
It was reported that the patient arrived at the emergency room with "dizziness." The patient had a rhythm of 40 beats per minute. The device had no telemetry and no magnet response. The device was replaced. There were no further patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.